Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of an ocular infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient with an implanted xen 45 gel stent reported they "had to get it removed as a result of an eye infection". No further information provided.